Manufacturer narrative:
In absence of a returned product, no further investigation is required.

Event description:
It was reported that this lead was replaced due to high pacing thresholds. No return of product is expected. No adverse effects were reported and another lead of same model type was implanted without complication.